Event description:
Account alleged the head section retracting arm was out of the seat section slider pivot extrusions. No injury reported. Bed was taken out of service. Facility has not completed repairs to the bed.